Event description:
Related manufacture reference number: 2017865-2023-19888. It was reported that the patient presented post pacemaker implant procedure. Review of most recent x-ray noted that the atrial lead was dislodged. Interrogation noted that the right ventricular lead exhibited high capture threshold. Both the atrial and right ventricular lead were repositioned on (B)(6) 2023. The patient was in stable condition.